Event description:
Health professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Explant date: explant has not been confirmed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, and h6.

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Photo analysis visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Health professional reported left side rupture. The device was explanted.